Event description:
It was reported that a dell handheld computer's battery could not be charged. Product has been returned to the manufacturer for analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.